Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s scs ipg died in (B)(6) 2018 and patient therefore could not recharge the ipg. Ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.